Event description:
It was reported that in (B)(6) 2019, the patient had the artificial urinary sphincter completely removed due to a device erosion followed by an infection. On (B)(6) 2019, a total new ams 800 device was implanted successfully. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced recurring incontinence. The location of the erosion was the bulbous urethra. It was treated by entire device removal and placement of a suprapubic catheter. The location of the infection was the perineal scrotal area and was treated with antibiotics. The patient was hospitalized but was in stable condition following the explant of the device. A new artificial urinary sphincter was implanted after the patient healed on (B)(6) 2019. The physician indicated that the device was related to the surgery but was not caused by the device.

Manufacturer narrative:
Additional information b5, h6. D4 model number/catalog number 72400025, serial number (B)(4), batch/lot number 178300010, gtin (B)(4), description balloon fgs 71-80cm. Expiration date 06/26/2022. Manufacturer date 06/26/2017. Model number/catalog number unknown, serial number unknown, batch/lot number unknown, model/catalog description control pump.

Manufacturer narrative:
Model number/catalog number: 72400025, serial number: (B)(4), batch/lot number: 178300010, gtin (B)(4), description balloon fgs 71-80cm, expiration date 06/26/2022. Manufacturer date: 06/26/2017. Model number/catalog number unknown, serial number: unknown, batch/lot number: unknown, model/catalog description control pump.

Event description:
It was reported that in (B)(6) 2019, the patient had the artificial urinary sphincter completely removed due to a device erosion followed by an infection. On (B)(6) 2019, a total new artificial urinary sphincter consisting of a 5.5 cm cuff, pump, and balloon was implanted successfully. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.